Manufacturer narrative:
(B)(4). Additional information has been requested and obtained. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? No further information is available. Was the issue noticed during first activation? No further information is available. Was leakage detected? No further information is available. Was the new drain placed surgically during a second procedure? No. No further information will be provided. No product available for return.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and a drain was used. During surgery, suction could not be done properly. The drain was replaced with another. Then suction could be done. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.